Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and oversensing on the current and recorded electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.